Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation. Additional data: d4, d9. H3, h4.

Event description:
It was reported that after calibration and validation, the large pointer was inaccurate.

Event description:
It was reported that after calibration and validation, the large pointer was inaccurate.